Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Manufacturer's reference # (B)(4). Is related to the same event. Manufacturer's reference #:(B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent a persistent atrial fibrillation procedure with a navistar® thermocool® and 31 days after initial procedure presented fever of 42 degrees, convulsion and left hemiplegia which required brain magnetic resonance imaging and medication. 34 days later, after meals patient had chest discomfort with convulsion. At this time ventricular tachycardia and st-elevation were observed which needed from chest computed tomography. An esophageal fistula was observed which was taken care off with conservative therapy (unknown). The patient¿s medical history is unknown and he was reported to be fully recovered. Settings during the event include: power of 30 watts with 30 second duration. The awareness date for this record is (B)(6) 2015 because information was got by the conference presentation at the annual meeting of the (B)(6) on this date.